Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Calibration was correct and showed no signs of damage. The inverter showed signs of overheating and the inverter cover was melted. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis was unable to reproduce touch screen allegation.

Event description:
Boston scientific received information that this programmer's touch screen was unresponsive. The programmer will be returned. There was no patient involvement reported.